Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during a sleeve gastrectomy, the first egia60amt would not fire. Handle light showed ready to fire, but load never did fire. Synovis peri strips buttress material (psd 6006-u-v. Lot # spec214-08h0013 4) was used in this case. There was no delay in surgery time over 30 minutes, no tissue loss or damage and no blood loss over 250cc's. There was no extended hospital stay or infection, and the patient is currently stable.

Manufacturer narrative:
(B)(4).